Event description:
It was reported that high pacing thresholds were noted on this right ventricular (rv) lead. The physician elected to surgically abandon this lead during a routine device exchange. A new rv lead was successfully placed. No additional adverse patient effects were reported.